Event description:
It was reported that the subject device had a blurred and distorted screen. The issue occurred during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h3, h6 corrected fields: e1, g4 the device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the image appeared to flicker. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the image appeared to flicker was caused by a component failure of the electronical component. The most probable cause of the complaint "the image appeared to flicker" was electrical/electronic component problem identified. The most probable cause of the complaint "the screen becomes blurred and distorted" was no device problem found. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.